Manufacturer narrative:
The failure investigation has been completed and the alleged battery no charging issue was verified, however the alleged temperature alarm was not verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred and the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was in the 200 mg/dl range. The customer reverted to an alternate method of insulin therapy and a replacement pump was sent to the customer.